Event description:
It was reported that during implant attempt, there was high impedance greater than 4000 ohms, unacceptable thresholds, no capture, and r-waves of 22 uv. Edit (B) (6) 2010, it was reported that during the implant procedure, there was high impedance greater than 4000 ohms, unacceptable thresholds, no capture, and r-waves of 22 uv. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Full lead returned.